Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, : a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue did not appear to be due to any software anomaly based on the information reported. Analysis found that the software functioned as designed, and the issue was determined to be user error. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a spinal fusion procedure. It was reported that the field representative (rep) was using driver pieces. The rep was able to get it to register to the navigation system, but the driver looked several inches shorter on the system than it was in real life. It was indicated that the sleeve and driver worked well with the setups that the rep had. The modular 5.5/6.0 driver option did not have a stealth depth stop tool card so the driver on the navigation system did not even look like the driver they were using. The rep tried using the tool card for other manufactured drivers. They were also much shorter. The rep tried using a different instrument tracker and re-registered several times. The driver still showed in the same position, roughly 4 inches above where it actually was. They switched to the standard navigation drivers and everything worked fine. However, the site noted that they do not like the standard drivers as the shanks get loose and there is no depth stop. When the surgeon when to put in the screw, it was reported that the surgeon was resting the screw on the awl hole he made for the pedicle. However, on the navigation system, the screw and driver was in the correct trajectory only 4 inches higher than the instrument was. There was no reported impact on patient outcome. There was a surgical delay of five minutes. Additional information was later received. The issue was reported to be user error, and that there was no problem with the navigation system. The rep had the wrong instrument selected on the system which prompted it to show incorrectly in navigation. When the rep selected the proper driver, navigation was accurate.